Event description:
This event was captured based on literature review of the abstract: economic analysis of stent platforms: cost-effectiveness of the platinum chromium promus element compared to cobalt chromium promus/xience versus everolimus-eluting stents. The platinum chromium everolimus-eluting stents (ptcr-ees) were compared to the cobalt chromium everolimus-eluting stents cocr-ees) in the (B)(4) trial. Xience v stents were used in this study. The 2 year clinical outcomes were as follows: in-stent restenosis requiring total vessel revascularization (tvr) ((B)(4)). Bailout stent needed ((B)(4)). Myocardial infarction (% unknown). Cardiac death (% unknown). No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of death is listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use as a known patient effect. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Date of event estimated as date of publication ((B)(4) 2013). Date of implant estimated as 2 years prior to publication ((B)(4) 2011). The additional adverse patient effects referenced are being filed under a separate medwatch report number.